Event description:
It was reported that during set up or inspection, the mdu was not working, not oscillating. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported. During investigation it was found an overheating of the housing.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found a discolored cable. This is a cosmetic issue that does not affect device functionality. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with mechanical component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time.